Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the user believed they filled the cartridge with 300 units. The user's blood glucose level was 180 mg/dl and the user successfully loaded a new cartridge.